Manufacturer narrative:
(B)(4) date sent: 2/20/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? No 2. How was the leak identified? On the surgery the did a colour test with yodo and sterile water , previously the had done an air test and some bubbles appear floating on the water. 3. How was the leak addressed? The same , it was out of the anastomosis line 4. Did the leak alter the procedure in any way? No 5. Could you please clarify if there were any patient consequences? No at the end the patient has gone home with a drain 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The left more days over observations, and the patient has to kept the drain on. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a colorectal surgery involving low resection of the colon, the doctor was performing the final step of the procedure. They were joining the colon with the rectum using a circular device, cdh29p. Typically, assembling both parts of the device is easy, but yesterday they couldn't complete this step because the two parts of the device were separated when the doctor attempted to close it, which is a necessary prelude to starting the grasping and cutting. They had to open a new device, in the end, they achieved the anastomosis by pushing the rotating knob of the device( which started to retract by itself) and the other doctor, pushed the anvil. The surgery was delayed due to the reported event for 1 hour. The procedure was successfully completed. The patient did have an anastomotic leak,

Manufacturer narrative:
(B)(4) date sent: 5/6/2024 h1, b2, b1.